Manufacturer narrative:
Stryker evaluated the device and found the warranty seal to be compromised and heard loose internal parts with device movement. The customer requested to have the device returned unrepaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that a customer's device did not shock during the preventative maintenance check. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A distributor contacted stryker to report that a customer's device did not shock during the preventative maintenance check. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device will be shipped to the stryker maastricht service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(4).

Manufacturer narrative:
The device was not further inspected and returned to the customer without the repairs being performed. The reported issue could not be verified or duplicated and the cause for the reported issue could not be determined. The customer was asked to remove the device from service.

Event description:
A distributor contacted stryker to report that a customer's device did not shock during the preventative maintenance check. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.